Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the alarm recurred more than three times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2016: device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: on investigation, the reported call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box and alarm history found record of reported motor rewind error related alarm. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm issues. Pump casing was opened and evidence of moisture corrosion was found on the motor connector wire. Unrelated to the complaint, the display was found to be dim and discolored. A battery compartment crack was found below the grip pad.